Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm force bipolar instrument was analyzed and found to have a dislodged grip tang near the base of the grip tip. This causes entrapment of the tissue. Additional observation(s) not reported by site: the instrument was found to have damaged conductor wire insulation at the force amp pulleys. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm force bipolar instrument had the tip bent. The procedure was completed with no reported injury.